Event description:
It was reported that pump malfunction occurred without any notable events beforehand. There was no reported adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions, assisted caller with resetting pump, confirmed malfunction did not recur, advised caller to continue using pump, and instructed caller to call back if malfunction code appeared again, which caller understood.